Event description:
Inbound. Patient reports cassette almost half full alarming no disposable on both pumps, unable to troubleshoot, mixed new cadd legacy cassette and now running with no issues. Patient's husband reporting wife not feeling well yesterday after being without remodulin for 40 minutes due to cassette failure and was unable to change cassette right away. No further details provided.